Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the uninterruptible power supply (ups) was replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site smelt burning from the system. Then they heard a "bonn" noise and the screen went black. Navigation was aborted. No impact on patient outcome.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned ups would not power on when connected to ac. The breakers had not been tripped and physically the unit appeared to be in good shape. Unable to proceed with further analysis because the ups would not power on. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site smelt burning from the system. Then they heard a "bonn" noise and the screen went black. Navigation was aborted. No impact on patient outcome.